Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 17m011 and 18e004. Two (2) single use samples were received for evaluation. Visual inspection revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the two returned devices. The devices were found to be conforming product. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume folfusors leaked prior to patient use. There was no patient involvement. No additional information is available.